Event description:
Additional information was received on 07-sep-2023 from the patient who reported that they were 1 setting from the lowest dilaudid so they could have boluses but they're taking the pump out. When the patient was asked if being weaned, the patient stated they wanted to have another catheter put in because the surgeon that put it in didn't put it in correctly. Per the patient it was down just above their hips in their lower back that's where the tip is. It was supposed to be through their shoulder blades but the surgeon said he couldn't get it past t11, so he just coiled it up like a garden hose and stuck it in like that and didn't tell anyone. The patient stated ¿they didn't tell me for after 3 weeks, and said that's why I won't feel the full effect of the meds. I told him it's not helping when I take a bolus, my legs go numb, but it doesn't help my other pain.¿ the patient further stated ¿they started with fen tanyl in the pump but it almost killed me. I had over 70 seizures; I don't know how my brain isn't fried.¿ the patient also stated the surgeon retired 1 week after the patient¿s implant.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780, serial#(B)(6), ubd 2022-03-05, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer (con) regarding a patient who was receiving fentanyl (unknown concentration at 490 mcg/day) via implantable infusion pump. It was reported that pump was implanted incorrectly on (B)(6) 2021 and instead of helping patient, has "totally disabled" and "crippled" the patient. The patient representative stated that the healthcare provider (hcp) had the pump cranked up to 1225 mcg/day "before they told us it was put in incorrectly". The hcp then turned the pump off which caused major withdrawal and seizures, and the patient passed out. The patient representative stated that the pump was turned back on within 24 hours and the hcp has been slowly weening the patient off the medication to remove the pump. The patient is diabetic and has had 4 occurrences of ketoacidosis since implant, and prior to pump implant the patient has not had occurrences in 6 years. The patient representative stated that the patient was in the emergency room on (B)(6) 2021 and seemed to be having withdrawal from the pump. The patient had a cat scan but would like the pump to be checked.